Event description:
It was reported that this right ventricular (rv) lead was capped due to conductor fracture, noise and loss of capture. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.